Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number 1627487-2022-03917 and related manufacturer reference number: 1627487-2022-03918. It was reported that patient experienced inadequate stimulation and stimulation in the wrong location. Originally targeted pain pattern for scs system was the bilateral low back. It was reported the patient was receiving mostly rib stimulation. (B)(6) 2022 x-ray results did not reveal any lead migration or lead fracture. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.